Manufacturer narrative:
The received device was fully deployed and the pink slide insert was seen in the viewing window. No damages or defects were observed with the needle mechanism that would cause the cannula to retract. The device data did not show any pulse width increases or struggle during the run and was deactivated at 3621 pulses. The exposed portion of the soft cannula was found to be torn off with the entire cannula length measured out of specifications at 0.848 inches. Fluid path failed as fluid could only exit the distal tip of the formed needle. It cannot be determined the cause and timing of damage to the soft cannula.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula retracted; indicating a needle mechanism failure. The patient's blood glucose levels were not affected and the pod was worn on the arm longer than 48 hours.